Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the astigmatism was not corrected, still have some difficulty reading books and cannot read captions on the tv or road signs. Additional information has been requested, received and reported that the consumer had issues with seeing at all distances and astigmatism has not resolved, limbal relaxing incisions (lri) incisions that surgeon made were for correcting astigmatism.